Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips for a defective speaker. There was no report of patient involvement.